Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2013, 1st inratio: 1.0, 2nd inratio: 2.6, 3rd inratio: 2.1. Ten minutes between 1st and 2nd tests. A few minutes between 2nd nd 3rd tests. Therapeutic range: 2.0-3.0. Nurse applied 3 separate drops of blood to the strip for the first test, obtained 1.0 inr. Caller reports holding meter in hand during test, milking finger after finger stick, repeating the finger stick on the same finger, not applying the sample immediately after finger stick, adding multiple drops of blood and touching finger to the sample well.

Manufacturer narrative:
Investigation pending.